Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-13388. It was reported that patient developed a cyst on the left dbs lead which caused neurological issues and an asymptomatic cyst on the right dbs lead. As a result, patient underwent surgical intervention wherein the left cyst was drained, which resolved the issue.